Event description:
The radiopaque marker came off from the snare catheter tip during a fibrin sheath retrieval procedure. Minimal manipulation resulted in embolization of the tip of the marker into the left pumonary artery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.